Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (ipg) 2013 (B)(6). F(B)(4).

Event description:
It was reported that the day after implant of the right atrial (ra) lead it was found that p waves had decreased and there was undersensing of the patient¿s intrinsic rhythm. Sensitivity was not able to be adjusted without causing oversensing. Dislodgement was found on x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.